Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose levels after using the infusion set for one day beginning in the middle of (B)(6) 2010. Pt stated his blood glucose level was approx 300 mg/dl; took correction via infusion device with no success. Pt's normal blood glucose level is approx 300 mg/dl. Pt reported that sometimes the soft cannula was bent and/or the self adhesive was wet. Pt stated he would then change the infusion set and take correction via the infusion device with success. Pt reported the self-adhesive was often wet. No further info is available. Pt disposed of the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.